Event description:
It was reported "we have faced 2 types of incidents over the past six weeks. 1) early malfunction of the arterial catheter (6-8 hours after insertion, or more) for a significant number of patients: damping of the artery curve making blood pressure impossible to measure. It required removal or even reinsertion of the device, with the same problems quickly occurring again. 2) significant discrepancy between blood pressure measured manually and measured with the catheter (e.g. 30 mmhg higher with catheter). Blood sampling remained possible. Arterial catheters are inserted by both interns and senior staff. A defective catheter that was retained does not appear to have been kinked. These 2 kinds of issues are recurring malfunctions." Associated MDR numbers include: 3006425876-2025-00760, 3006425876-2025-00761.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 20ga arterial catheter for analysis. Definite signs of use were observed inside the catheter body. Functional testing revealed that this biological material created slight resistance , which confirms the customer report. The catheter body length measured 54mm , which is within the specification limits of 52mm-56mm per the catheter body product drawing. Per the catheter body product drawing, the "tip of the catheter must allow a pin with a diameter of 0.58mm to be inserted at least to a depth of 2mm". A 0.58mm pin gage was inserted into the catheter tip and passed 2mm into the extrusion. The catheter body outer diameter measured 1.06mm, which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with the reported kit, which instructs the user, "thread tip of catheter over guidewire." A lab inventory guide wire (outer diameter measured 0.0175") was threaded through the catheter. Slight resistance was encountered due to a build-up of congealed biological material. The catheter was additionally flushed using a lab inventory syringe to identify any blockages. The catheter flushed as intended. Performed per IFU statement, "maintain catheter patency according to institutional policies, procedures and practice guidelines". Resistance was encountered due to the build-up of congealed biological material. Once the biological material was cleared, the guide wire passed with little to no resistance. Likewise, the catheter flushed as intended. The IFU provided with the kit informs the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The IFU also states, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations.". The IFU also states , "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The report of a catheter functional issue was confirmed through analysis of the returned sample. The customer returned a 20ga arterial catheter. Visual and functional testing revealed slight resistance inside the catheter body due to a build-up of congealed biological material. Once the biological material was cleared , the guide wire passed with little to no resistance. Likewise, the catheter flushed as intended. Based on the customer report and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "we have faced 2 types of incidents over the past six weeks. 1) early malfunction of the arterial catheter (6-8 hours after insertion, or more) for a significant number of patients: damping of the artery curve making blood pressure impossible to measure. It required removal or even reinsertion of the device, with the same problems quickly occurring again. 2) significant discrepancy between blood pressure measured manually and measured with the catheter (e.g. 30 mmhg higher with catheter). Blood sampling remained possible. Arterial catheters are inserted by both interns and senior staff. A defective catheter that was retained does not appear to have been kinked. These 2 kinds of issues are recurring malfunctions." Associated MDR numbers include: 3006425876-2025-00760, 3006425876-2025-00761, and 3006425876-2025-00799.